Event description:
It was reported that the patient presented with fatigue and lightheadedness. Upon further analysis, an electrocardiogram revealed no n-capture of the right ventricular (rv) lead. In addition, high threshold and high impedance measurements were noted resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).